Event description:
It was reported by service report that the cot was unable to raise and lower in manual mode, the footend lift tube was broken, the cot was leaning and the head section was damaged and not replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Outer rail assembly, headsection, foot end assemblies and release cable.